Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardioverter debrillator exhibiting post-paced t-wave oversensing. Programming interventions discussed; however no interventions were made. The patient was asymptomatic.

Manufacturer narrative:
Correction: h6 component code was omitted from initial report.